Manufacturer narrative:
A product investigation is in progress.

Event description:
Vaginal infection [vaginal infection]. Vaginal irritation [vulvovaginal discomfort]. Tampon defective, breaking apart [device breakage]. Leaving "smooth removal layer" inside of vagina [foreign body in reproductive tract]. Case description: in an sus voluntary event report received as a letter from us FDA 23-mar-2021- in an sus voluntary event report received as a letter from us FDA (report number mw5099474), a consumer reported that she used a tampax pearl regular tampon that was defective; it broke apart, leaving a "smooth removal layer" inside of vagina. No serious injury was reported.

Event description:
Vaginal infection [vaginal infection]. Vaginal irritation [vulvovaginal discomfort]. Tampon defective, breaking apart [device breakage]. Leaving "smooth removal layer" inside of vagina [foreign body in reproductive tract]. In an sus voluntary event report received as a letter from us FDA 23-mar-2021 - in an sus voluntary event report received as a letter from us FDA (report number mw5099474), a consumer reported that she used a tampax pearl regular tampon that was defective; it broke apart, leaving a "smooth removal layer" inside of vagina. No serious injury was reported.

Manufacturer narrative:
A product investigation on 23-apr-2021 showed no manufacturing cause identified based on investigation.